Manufacturer narrative:
Unit received with blank display. Problem isolated to electrical board. Unable to verify low battery alert, power loss alarm or replace battery now alarm due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery and replace battery alarm. The customer stated they tried multiple quality batteries. The customer also stated that they were using alkaline type of battery. The customer was advised that the insulin pump requires brand new or fully charge batteries to work effectively. Customer states that battery cap was not loose, cracked or damage and that was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.